Event description:
The fater of a male reported that his insulin infusion device is delivering half of the insulin it should be. He stated that his son has to bolus twice to get the correct amount of insulin. He stated that his son's blood glucose values were elevated (no value provided). No symptoms of the elevated blood glucose were provided as his son was not available. The father also reported that his son is receiving 04 (occlusion) alarms which is causing the infusion device not to deliver the full bolus amount. No med attention was required. Product was requested to be returned for evaluation.